Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery with mild tortuosity and calcification. After introducing the 3.0x15 mm xience v stent delivery system (sds) through the lesion and while inflating the stent, the physician noted that the stent was dislodged from the balloon and it was in the yellow sheath. There was no resistance noted during removal of the protective sheath. Another xience sds was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.